Manufacturer narrative:
A ge service representative performed an on site investigation. The video cable was tightened during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system had poor image quality with lines in the image and a split image on the left monitor during a case. No patient injury was reported.